Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (2/5/2014)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter was found to have a dead battery. The subject meter working accordingly after the a new battery was installed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was displaying an unknown message. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred on (B)(6) 2014 at 12 pm. The patient reported using self adjusting insulin to manage his diabetes. The patient reported on (B)(6) 2014 between 12-1:30 pm he exercised. The patient reported between 60-90 minutes later he was dizzy and blacked out. The patient reported on (B)(6) 2014 between 12-1:30 pm he went to the emergency room (ER) and a reading of ¿20 mg/dl¿ was obtained and he was given sugar, then ¿78 mg/dl¿ was obtained and he was given juice and then ¿157 mg/dl¿ was obtained. At the time of troubleshooting, the cca confirmed this was not the first time the meter had been used. The alleged issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient alleged due to the alleged issue he was unable to test, delaying treatment, and developed symptoms suggestive of severe hypoglycemia and required treatment from a healthcare professional for an acute complication of diabetes.